Manufacturer narrative:
(B)(4). Device evaluated by MFR: returned product consisted of a quantum maverick balloon catheter. The balloon was loosely folded, with blood in the lumen and balloon. Microscopic inspection of the balloon and markerbands found no irregularities or defects. Microscopic inspection found no irregularities or defects. Microscopic and tactile inspection revealed numerous areas of shaft damage (scratches) along the length of the distal shaft. The hypotube was fractured 65cm from the strain relief, and the fracture faces were oval, as if kinked prior to separation. There was a leak (perforation) in the distal shaft 12cm from the tip of the device. Functional testing was performed by attaching the hub of the device to an encore inflation device that was filled with water. When pressure was applied to the complaint device, water was found streaming out from the distal shaft. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).

Event description:
Reportable based on device analysis completed on 01-jun-2016 it was reported that balloon leak was encountered. The target lesion was located in the coronary artery. A 3.0mm x 20mm quantum¿ maverick¿ balloon catheter was advance to dilate the lesion. However, during procedure, it was noted that the balloon failed to inflate and was leaking. The procedure was completed with a different device. No patient complications were reported and the patient's status was stable. However, returned device analysis revealed shaft break and shaft perforation.